Manufacturer narrative:
The automated impella controller was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed a high purge pressure alarm while bicarb purge solution was running. The aic was replaced and the issue was resolved. There was no patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1: MDR reporting contact email. D2: device name has been updated. D4: model number updated. F6: an f8 should have been left blank.